Event description:
It was reported that the patient had 4 episodes of ventricular fibrillation (vf) while in the hospital which were sensed and treated. It was initially reported that there was possible oversensing during the episodes but this could not be confirmed by the physician. A review of the episodes revealed the rhythm appeared to be fractionated vf. The vf had been present for a period of time and therefore the heart was inadequately oxygenated. There was no indication of a lead issue. Lead impedance trends were stable. The arrhythmia may have started as ventricular tachycardia (vt) but progressed to vf. There was no indication of oversensing or undersensing. There have been no issues noted with the implantable cardioverter defibrillator (ICD) system. It was further reported that the patient was alone in his room an died the same day. The patient's medical history was significant for ischemic cardiomyopathy, dilated cardiomyopathy, ejection fraction 20%, end stage heart failure and recent atrial tachycardia/atrial fibrillation. No additional information is known or available.

Manufacturer narrative:
This event occurred outside the us. Patient information is not generally available due to confidentiality concerns. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 implantable tachy lead, implanted: (B)(6) 2010; 407658 implantable pacing lead, implanted: (B)(6) 2010; 419478 implantable pacing lead, implanted: (B)(6) 2010. (B)(4).